Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead's helix would not re-extend when repositioned. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): helix disengaged from helical channel. Additional finding of blood in/on helix mechanism. Full lead was returned and analyzed.

Event description:
It was reported that during the implant attempt, the lead's helix would not re-extend when repositioned. The lead was removed and replaced. No patient complications have been reported as a result of this event.